Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 8 devices. The following information was provided by the initial reporter. The customer stated: "black dirt was adhering to some tubes."

Manufacturer narrative:
Investigation summary: bd received eight (8) samples and three (3) photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter (fm) - ink was observed. Ink stains were observed in a band shape on the lower portion of the tubes. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm- ink was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm- ink. Bd was not able to identify a root cause for the indicated failure mode.